Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving the error 1 error message. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.